Event description:
It was reported that a patient had restenosis within 6 weeks of having an integrity stent implanted. There were no difficulties noted during the initial procedure but there is a comment attributed to the physician in relation to the integrity stent ' thought it could be undersized'. The initial target lesion to be treated had 75% stenosis. Following the restenosis, the target lesion was revascularized using a non- medtronic drug eluting stent.

Manufacturer narrative:
Evaluation results: (insufficient information). Inherent risk of procedure (restenosis is a potential adverse event of a pci procedure). (No results available since no evaluation performed). No device evaluation. Evaluation conclusion: unknown (insufficient information). Inherent risk of procedure (restenosis is a potential adverse event of a pci procedure). Unable to confirm complaint. (B)(4).